Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging swollen throat, nasal/throat irritation or soreness, chemical smell, burning/smoke/electrical odor and device won't turn on/device not functioning. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.